Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a mildly tortuous and severely calcified iliac artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for limb vasodilatation procedure. During the procedure, it was noted that the balloon burst upon performing dilation and during delivery. The device was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported, and the patient's condition was good post procedure.